Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield was introduced into the patient, but if it was leaking, the nurses inflated the cuff to the recommended volume, but in the next shift they checked the volume, because it continued to leak, the cuff was smaller in volume. They did this process a few times. And one of these times, when connecting the syringe to test the cuff volume, the connection came out, and it was no longer possible to deflate the cuff and remove the catheter from the patient. After waiting for the cuff to deflate, it was possible to remove it. Then a new catheter was passed on that presented the same problems, of leakage and inflation of the cuff. Per follow up information received via ibc on 06may2025, stated that no additional impacts had been reported, other than the inconvenience of had to replace two new devices. Anvisa was notified, but the customer did not yet had the notification number and would send it to them via email as soon as it was available. They did not had this type of sample evidence, as the product had been discarded. There were only two units of dignishield and with the same patient.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: do not use if package is opened or damaged. Do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. Do not over inflate retention cuff. Preparation of sms prior to insertion: verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. If air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. Insertion of device. Unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. Attach the 50 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield was introduced into the patient, but if it was leaking, the nurses inflated the cuff to the recommended volume, but in the next shift they checked the volume, because it continued to leak, the cuff was smaller in volume. They did this process a few times. And one of these times, when connecting the syringe to test the cuff volume, the connection came out, and it was no longer possible to deflate the cuff and remove the catheter from the patient. After waiting for the cuff to deflate, it was possible to remove it. Then a new catheter was passed on that presented the same problems, of leakage and inflation of the cuff. Per follow up information received via ibc on 06may2025, stated that no additional impacts had been reported, other than the inconvenience of had to replace two new devices. Anvisa was notified, but the customer did not yet have the notification number and would send it to them via email as soon as it was available. They did not have this type of sample evidence, as the product had been discarded. There were only two units of dignishield and with the same patient.

Event description:
It was reported that the dignishield was introduced into the patient, but if it was leaking, the nurses inflated the cuff to the recommended volume, but in the next shift they checked the volume, because it continued to leak, the cuff was smaller in volume. They did this process a few times. And one of these times, when connecting the syringe to test the cuff volume, the connection came out, and it was no longer possible to deflate the cuff and remove the catheter from the patient. After waiting for the cuff to deflate, it was possible to remove it. Then a new catheter was passed on that presented the same problems, of leakage and inflation of the cuff. Per follow up information received via ibc on 06may2025, stated that no additional impacts had been reported, other than the inconvenience of had to replace two new devices. Anvisa was notified, but the customer did not yet had the notification number and would send it to them via email as soon as it was available. They did not had this type of sample evidence, as the product had been discarded. There were only two units of dignishield and with the same patient. As per internal follow-up notification received on 23jun2025, stated that when the customer referred to the balloon in the report, talking about the cuff. Catheter is the tube itself. In the report, indicates that the customer needed a new catheter (tube). When asked about what came out, the cuff from the patient or the inflation lumen port. During the visit to the client, we understood that the inflation port came off/detached from the tube, making it impossible the access to deflate the cuff. In this scenario, they waited for a while though the exact duration was not specified and then they were able to remove the tube from the patient. It said it was no longer possible to deflate the cuff, but then they waited for the cuff to deflate. It was not clear what was going on. They reported that it was not possible to deflate the cuff because the inflation port had fallen off/detached, making it impossible to deflate it through the inflation port. Therefore, they waited to see if the cuff would deflate spontaneously, since the inflation line had come off. In the end, they were able to remove the tube. The reported event with the second tube refers to fecal leakage. As a result, their approach was to check the volume present in the cuff. In this second tube, the inflation line did not come off.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: do not use if package is opened or damaged. Do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. Do not over inflate retention cuff. Instructions for use 1. Preparation of sms prior to insertion. A. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. Correction: f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.